Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found that all monitors displayed black screens, multiple restarts were attempted, but they were unsuccessful. The fse also found that the hostpc mainboard couldn't boot up automatically and measured the bios battery, finding it had a voltage of 1.5v, indicating the problem. To resolve the issue, fse replaced the bios battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.